Event description:
It was reported that this right atrial (ra) lead appears to show loss of capture (loc) on presenting electrograms (egms). Atrial automatic threshold tests showed to be greater than programmed amplitude or suspended. The ra lead remains in service and additional follow up was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.